Event description:
It was reported that during a laparotomy procedure, the firing was performed; however, the stapling did not occur. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Swing tab in locked position. The analysis results found that the reload was received in good visual condition. The reload had the proximal five drivers up without staples and the remaining drivers were down. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.